Event description:
The customer reported that the device would unexpectedly shutdown if the battery was moved.

Manufacturer narrative:
The customer reported that the device would unexpectedly shutdown if the battery was moved. The factory has not yet received the device for evaluation, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.